Event description:
A phillips holter monitor e-patch was placed on me in the emergency department at the hospital. I wore it as prescribed and followed all instructions. When I removed the monitor as directed I had a rash, blistering, and skin excoriation directly under where the monitor was located. Please see attached photos. Refer to add'l documents in i2k.